Event description:
It was reported that during a whipple procedure, the device locked up during firing. The surgeon was not able to open the jaws. Surgeon told the nurse that he tried the red reverse button and it did not work. Unknown how the case was completed. Unknown if there were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.